Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
It was reported that the ventilators high flow therapy (hft) was not working correctly. Additional information about the event has been requested. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Other information is pending.

Manufacturer narrative:
B4:(B)(6)2021 the customer had troubleshot with technical support and reported that the unit when set to 80 liter per minute (lpm) there was a message that the 'set point cannot be achieved' the unit passed performance verification testing. Technical support advised the customer to install an hft circuit to see if the 80 lpm could be achieved. Multiple attempts were made to obtain information regarding the repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.